Manufacturer narrative:
The lot was manufactured between february 3, 2020 - february 4, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused after use of the device. It was further reported that the device had emptied about 24 hours after it had been connected instead of the scheduled 46 hours. The device was filled with 4000mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.